Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, it was reported that the user experienced blood glucose (bg) fluctuations, with an early morning high of 370 mg/dl followed by lows down to 39 mg/dl. Corrections were made using carbohydrates, and bg stabilized temporarily but dropped again to the 50s before trending back up. Review of device logs showed overnight corrections followed by a drop, and the user had also been using meal announcements to try to fix highs. The agent explained this can maladapt the algorithm and arranged additional training support. No external assistance or medical intervention occurred.